Event description:
Customer reports of having high blood glucose. Customer was not sure of blood glucose at the time of incident, but blood glucose at the time of call was 114 mg/dl. Customer also reports of not being able to change reservoir and had been using the same one for one year due to insurance reasons. Customer was advised against using supplies for more than two to three days as this was off label. Customer was not able to troubleshoot due to supply issue. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.